Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare provider was concerned with the revving sound coming from pump when auscultating the chest. It was stated that the patient was hospitalized on (B)(6) 2018. It was stated that the lactate dehydrogenase (ldh) was 211, the urine was clear, but the patient had frequent ectopy and arrhythmias to include atrial fibrillation and premature ventricular contractions (pvcs) with a paced rhythm at 70 beats per minute (bpm). It was stated that the logfiles were sent and the patient was on continuous telemetry. Site instructed that logfiles represent frequent suction events for the patient, with pulsatility dropping below 2l and at times to 0. Supportive measures include decreasing pump speed or giving volume to avoid the left ventricle (lv) collapsing. Site also informed that suction and lv collapse could contribute to dislodgement of thrombus in the lv or formation of thrombus and could interfere with optimal pump function. It was stated that the patient received tissue plasminogen activator (tpa) infusion and flows improved initially but never returned to baseline. It was stated by the site that thrombus or occlusion could not be confirmed since the pump remains implanted in deceased patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare provider was concerned with the revving sound coming from pump when auscultating the chest. It was stated that the patient was hospitalized on (B)(6) 2018. It was stated that the lactate dehydrogenase (ldh) was 211, the urine was clear, but the patient had frequent ectopy and arrhythmias to include atrial fibrillation and premature ventricular contractions (pvcs) with a paced rhythm at 70 beats per minute (bpm). It was stated that the logfiles were sent and the patient was on continuous telemetry. Site instructed that logfiles represent frequent suction events for the patient, with pulsatility dropping below 2l and at times to 0. Supportive measures include decreasing pump speed or giving volume to avoid the left ventricle (lv) collapsing. Site also informed that suction and lv collapse could contribute to dislodgement of thrombus in the lv or formation of thrombus and could interfere with optimal pump function. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "suction" event was confirmed via review of the controller log files which revealed normal power consumption with intermittent suction; however, no alarms have been logged for the past 14 days leading up to (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the suction event can be attributed to multiple factors including but not limited to thrombus or other materials in the device, inflow cannula obstruction, or poor vad filling. Based on risk documentation, the revving sound or pump vibration may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The ventricular assist device (vad) remains is use. No further patient complications have been reported as a result of this event.